Event description:
Revision for malpositioned cup at about 2 years and 10 months post primary. The reason of malpositioned cup is unknown. The head, liner and cup were revised successfully.

Manufacturer narrative:
Batch review performed on 03 january 2025: lot 2106940: (B)(4) items manufactured and released on 19-oct-2021. Expiration date: 2026-10-06. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.